Event description:
It was reported that during a surgical procedure the handpiece failed. A test was performed, showing a torque of 98. The black backstop has come loose and is sticking a backstop position. The surgeon decided to use manual instrumentation. No patient injuries reported beyond this event. Results of investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.

Manufacturer narrative:
H10: h3, h6: the navio handpiece, intended for use in treatment, was not return for evaluation. A photo was sent in for visual inspection of the device. The initial visual investigation confirmed that the reported event. The navio handpiece had the snap lock and black stopper disengaged from each other prior to a procedure. A device history record review was not performed since there was no part/serial/lot number provided and it could not be concluded if the device met the manufacturing specifications. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system for unicondylar knee replacement and patellofemoral arthroplasty user's manual (500054 rev. G) released at the time provides no information regarding the disengaged snap lock nut and black stopper. This failure is captured in the navio risk profile. The root cause of this issue was found to be due to mechanical component failure.